Manufacturer narrative:
(B)(4). Balloon hard and brittle. Although the suspect device has been rec'd, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy with dilation procedure. According to the complainant, during the procedure when the balloon protector was removed, the balloon appeared hard and brittle like it had been used, although it was not and the balloon was an irregular shape. No damage to the packaging was noted. The staff decided to use another c.r.e. Balloon dilatation catheter to perform the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.